Event description:
Analysis of the returned device found a lifting downstream occlusion (dso) seal. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was lifted service history identified the complaint was not related to a previous service of the device within the review period. No evidence was found in the event history log. Functional testing confirmed the customer reported issue that the latch lock was stuck and would not open, due to a faulty latch lock. The dso seal was replaced.